Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a shunt in the moderately tortuous vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.